Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation:the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: during investigation, the keypad was found to be thinning/peeling. The up arrow and down arrow keypad buttons were intermittently unresponsive during testing. The ok and contrast buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, the pump was powered on and the display was found to be dim and discolored.